Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a umbilical vessel catheter (uvc). The customer states that during 8:00 vitals, the umbilical artery catheter line (uvc) was noted to be leaking below the hub. The line was clamped below the leaking area and the neonatologist was notified. The line was removed at 9:45. The device was in place for less than 24 hours. The patient required another line placement.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Based on the event description, the device was used (less than 24hrs) and it worked as intended for a particular time. Additionally, based on the DHR review the product left the manufacturing site conforming to specifications. The potential root causes identified are misuse (over bending, excessive force, sharp objects). There is a 100% leak testing applied during the manufacturing process of uvc catheters.. It is important to mention that instructions to use warns [do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter] and continues, [do not use alcohol, acetone or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. Based on the available information, the most probable cause is customer damage (misuse) due to potential exposure to sharp objects or other sources of damage. In addition, after investigation, it was determined that the handling of the material during rework activities in the leak testing station was not clear and that, during testing, more than 1 catheter is tested at a time. These particular situations acted together to cause the possibility of mishandling leaking catheters into the acceptable product in manufacturing. A corrective and preventive action (CAPA) plan was implemented (B)(4) 2015. Lot number 1423300157 was manufactured september 02, 2014, prior to the implementation of the action plan. Also, under special 510k#130725,

Event description:
The implementation of a new extended strain relief design for the luer hub(new design length is 0.73 in (18.5 mm) was completed on 05/16/2014. This design change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. Also under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. No further actions are required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
\ An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch # 1402310000-2015-8029.